Event description:
There was no patient involved in this event. Heartsine samaritan pad is periodically turning on an advising that an adult patient needs help then giving the warning that the memory is full.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 23rd july 2009. A visual inspection of the device revealed no apparent defects. After further investigation it was found that the reported fault, of the device switches on automatically, was attributed to a membrane failure. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
There was no patient involved in this event. Heartsine samaritan pad is periodically turning on an advising that an adult patient needs help then giving the warning that the memory is full.